Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to the repair center for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the cause of the occurrence could not be identified with the information available from this complaint and the investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the autoclavable camera head cable insulation was torn off at the proximal side. There were no reports of patient harm.